Manufacturer narrative:
(B)(4). Date sent: 12/30/2024. H6: medical device problem code.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2024. Corrected data: h 6. Health effect impact code.

Event description:
Per user facility medwatch form, #mw5162355, partial colectomy performed on 2024. Three staple contour loads were used. Patient left in discontinuity with abthera vac with plan to return to general operating room on 2024 for creation of ostomy. Upon re-entry to the abdomen (as planned) the staple line on the proximal sigmoid colon was wide open with stool leaking into the pelvis. All staples that were found in the sigmoid appeared to have been in the tissue, but the ends were not bent or curled like they are normally, so the proximal colon was wide open.

Manufacturer narrative:
(B)(4). Date sent 12/10/2024. D4 batch # unk. #mw5162355. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.